Event description:
It was reported that the patient had a broken spacer during an implant procedure. The physician noted that no sagittal wiggling was necessary, as there was very little resistance, and there was no gear shifting during the procedure. The spacer was properly connected to inserter. However, the spacer was broken into 3 separate pieces, including the spindle cap. The physician did not encounter much resistance during the procedure and was able to remove all the components of the broken spacer and safely insert a new spacer. The broken spacer will not be returned as it was retained by the facility.